Manufacturer narrative:
Date of report: 09sep2021.

Event description:
It was reported that the ventilator had no flow. Additional information about the event has been requested. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and found no kinks to the cannula. The customer reported that the unit passed all performance verification testing.

Manufacturer narrative:
Information was received that at the time of the event the unit had a 'cannot reach target flow' and 'circuit occlusion' error. It was reported that the patient desaturated to 84%. The patient was switched to non invasive (niv) ventilation on the same ventilator. The patient was not harmed or injured as a result of the reported event. The customer was using the respironics ac611 cannula with a hamilton humidifier. The customer is aware that the hamilton humidifier is not a philips approved accessory. The biomedical engineer found no issue with the ventilator as the unit passed performance verification testing and was return to use. The device behaved as designed and intended in the presence of an occlusive state. Additional training was provided to the respiratory department.

Manufacturer narrative:
Correction to the health impact code.